Event description:
It was reported that a capd disconnect y set leaked; further described as ¿the floor was wet due to leakage¿. This occurred during use of the device for continuous ambulatory peritoneal dialysis (capd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual inspection was performed and a cut in the bag was observed. Functional testing was performed and a leak from a cut in the bag located at the top corner of the bag was identified. Clear passage and clamp function testing were performed and no issues were observed. The reported condition was verified. The direct cause was determined to be manufacturing related issue caused by the stripper plate being out of alignment during the removal of the excess material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.